Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no visual, dimensional or functional anomalies. The device involved in this complaint has been verified to be of normal product; therefore, is not a reportable event.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device not implanted. Explanted date: device not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the wire does not thread through the needle. They stated that the wire does not thread entirely, and it was difficult to pass. When the wire finally did thread, the very distal tip was damaged. The procedure was a left heart cardiac catheterization. The patient was in stable condition. The procedure was successful. Additional information was received on 02jul2021. They replaced with a new glidesheath slender sheath to continue the procedure as intended.